Event description:
The facility representative reported a colleague infusion pump with a channel b failure. This condition was found during programming/setup of the device in the sterile processing department. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel b failure was not confirmed or duplicated by baxter service personnel. The quality engineer has reviewed the service evaluation and has determined that a failure code 812:02, found in the event history and occurring on the same day as the customer report, confirms the customer reported condition and will be chosen as the determined problem. The root cause of this condition was determined to be a faulty pump head module. The pump head module was replaced to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.